Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding an I-stat troponin cartridge that yielded a potential false positive result on a whole blood sample on a patient. On (B)(6) 2011, the following results were obtained: 07:47 result of 0.03 ng/ml, 09:22 result of <.02 ng/ml, 16:12 result of 0.16 ng/ml, 17:03 result of 0.06 ng/ml. Based on the information available, there were no injuries associated with this event.